Event description:
It was reported that detached sensor wire occurred. The sensor was inserted on (B)(6)2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).